Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015 the patient's transmitter had missing antenna for more than two hours. There was no report of injury or medical intervention. No additional event or patient information is available.